Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted a sheath and the iab was introduced through the sheath. Proper placement of the iab was checked by fluoroscopy. While the md was viewing the placement of the iab he noticed that the distal part of the membrane, below the subclavian artery, was not inflated after initiating pumping. The md tried to manually inflate the iab by attaching the syringe; however, the distal part of the catheter would not unwrap. The md removed the iab and the sheath as one unit. Another iab was inserted without complications.